Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, when the ventricular lead was inserted and tightened in the new device with torque wrench, the septum came-off with the wrench. Device was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
No conclusion code available. The reported header anomaly was confirmed in the laboratory. It is believed that the parylene coating was not adequately cleaned from the header before applying adhesive to secure the septum into the device header, resulting in non-adhesion of the adhesive to the device header.